Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was the "patient experiencing aberrations, unable to adapt". Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal 19.0 diopter, add power +2.2 & 3.2 lens model was replaced with a monofocal 19.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with the outcome and over correction. The iol was exchanged for a different lens model three months following the initial implant procedure. Additional information was provided that the patient was experiencing aberrations, unable to adapt. No patient harm was reported and symptoms were resolved after replaced with monofocal lens.